Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valve to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no report of change in patient treatment in connection with this event.